Event description:
It was reported that when using cast cutter blade to remove a cast on a child, the child sustained a burn. It was also reported that the blade was worn and dull. No further info has been provided as to the burn or treatment required.

Manufacturer narrative:
The blade subject to this MDR has not been returned to the manufacturer for evaluation, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is undermined.